Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information could not be found in the ICU medical system. E1. The initial reporter region state is unknown. Minnesota, USA has been used as a default. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating. They replaced the board and still the device did not heat. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.